Event description:
It was reported the entire device system was explanted on (B)(6) 2011 due to myelopathy. Prior to explant the implant was intact and had been reprogrammed several times. The healthcare provider felt, at explant, that the leads placed side by side were too large for the patient at the cervical area. This caused numbness, which started 2-3 weeks prior to explant, in the patient's left arm. The patient's outcome was reported as stable without sequelae.

Manufacturer narrative:
Lead model 3999, lot # v587367, implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 3999, lot # v043930, implanted: (B)(6) 2011, explanted: (B)(6) 2011; titan anchor model 3550-39, lot # n284900, implanted: (B)(6) 2011, explanted: (B)(6) 2011; patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; recharger model 37752, serial # (B)(4), implanted: na, explanted: na.